Manufacturer narrative:
Additional information: upon further review it was noted that the following information filed in duplicate record (B)(4) under MDR report number 2020664 -2021-07923 should be added to this record as complaint file (B)(4) has been voided as a duplicate record. Section b5: describe event or problem: further follow-up with the account clarified that the lens touched the right eye; however, it was not inserted or partially inserted into the eye. The procedure was completed successfully with a backup lens. No patient injury was reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Initial reporter telephone number: (B)(6). If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device was observed with a split at the tip of the inserter during injecting the lens into the patient's eye. It was reported that the iol contacted the eye. No further information provided.